Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
For 1 week without recurrent trauma, increased pain on the hip, left side, after, on (B)(6) 2018 with gamma nail osteosynthesis treated, pertrochanteric femur fracture, left side, with uncomplicated postoperative course and radiologically controlled, proper implant position.

Manufacturer narrative:
Investigation revealed the subject product to be a concomitant item. The device did not contribute to the reported event. If any additional information is provided indicating otherwise the record will be reopened and the investigation will be reworked.

Event description:
For 1 week without recurrent trauma, increased pain on the hip, left side, after, on (B)(6) 2018 with gamma nail osteosynthesis treated, pertrochanteric femur fracture, left side, with uncomplicated postoperative course and radiologically controlled, proper implant position.